Manufacturer narrative:
(B)(6). Patient sex should have been: female. (B)(6).

Event description:
It was reported that the patient's atrial lead dislodged, during repositioning attempt the stylet could not be inserted completely. The lead was explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal, no anomalies were found,